Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081376; brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079968.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system and caused headaches while the stimulation was on that was considered to be overstimulation. The patient was instructed to turn the stimulator off and reprogramming was attempted but did not resolve the stimulation effects. The patient underwent a procedure in which the implantable pulse generator (ipg) and two leads were explanted. The patient is doing well post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system and caused headaches while the stimulation was on that was considered to be overstimulation. The patient was instructed to turn the stimulator off and reprogramming was attempted but did not resolve the stimulation effects. The patient underwent a procedure in which the implantable pulse generator (ipg) and two leads were explanted. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081376, brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079968. Sc-1232; 570677: the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to known inherent risk of the device.